Manufacturer narrative:
A supplemental report will be submitted should info be received that would impact this initial report.

Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the display had only blurred lines on the screen. As a result, an alternate device was employed. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the pt.